Event description:
Complainant alleged that the clinician was defibrillating a pt (age and gender unknown), but occasionally did not charge to the selected energy level. The clinician obtained another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction. After the event, the device was tested, and it took several attempts of pressing the discharge switches to successfully discharge the device.